Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 47 mg/dl at the time of incident. Customer declined to troubleshoot for low blood glucose. Customer also stated that they had issue with the sensor and bleeding and stated that its bruised. Customer states blood was visible on the sensor connector. The insulin pump will not be returned for analysis.